Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. On 6/6/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample an area of missing material was observed within a fold or wrinkle on the posterior aspect of the implant, measuring approximately 0.8 cm x 1 cm. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture and intramammary lymph node, and left side nipple retraction. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, experienced right side rupture post-operatively. Rupture confirmed via examination and MRI. MRI also showed possible intramammary lymph node on the right and nipple retraction on the left breast. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.